Manufacturer narrative:
Please note the events noted on post-operative days 24, 381, and 616 were previously reported under medwatch # 2017233-2017-00362. This report is being submitted for the findings identified on post-operative day 1039. (B)(4). The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. (B)(4).

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2013, a patient underwent emergent treatment of an acute dissection measuring 37 mm in zone 3 and extending from zones 3 to 13. A conformable gore® tag® thoracic endoprosthesis (tgu404015/unk) was reportedly implanted extending from zones 2 to 4. The device was reportedly delivered and deployed with no issues and successfully covered the primary entry tear in zone 3. It was also reported two non-gore devices were implanted in the left subclavian and superior mesenteric arteries during the procedure. On an unknown date approximately 24 days post-operatively, imaging showed the maximum aortic diameter within the treated area measured 36 mm with no endoleak noted. It was reported the false lumen within the treated area was partially thrombosed, but there was false lumen perfusion from a source distal to the treated area. On an unknown date approximately 381 days post-operatively, imaging showed the maximum aortic diameter within the treated area measured 53 mm with evidence of a type ii endoleak. It was reported the false lumen within the treated area appeared partially thrombosed, with the false lumen receiving perfusion from a source distal to the treated area. On an unknown date approximately 616 days post-operatively, imaging showed the maximum aortic diameter within the treated area measured 53 mm with no evidence of endoleak. It was reported the false lumen within the treated area appeared partially thrombosed, with the false lumen receiving perfusion from a source distal to the treated area. On an unknown date approximately 1039 days post-operatively, imaging showed the maximum aortic diameter within the treated area measured 56 mm with evidence of a proximal type I endoleak. There was also reported enlargement of the aorta distal to the treated aorta. It was reported the false lumen appeared patent within the treated area and distal to the treated area, with the false lumen receiving perfusion from sources proximal and distal to the treated area. No additional procedures or interventions were reportedly performed. Additional event specific details were not provided. Please note the events noted on post-operative days 24, 381, and 616 were previously reported under medwatch # 2017233-2017-00362. This report is being submitted for the findings identified on post-operative day 1039.